Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2013 due to erosion. Entire system removed due to erosion through skin and sent to pathology. Patient placed on intravenous antibiotic. Removal took place friday at (B)(6) hospital in (B)(6). The physician was dr. (B)(6). Patient will be re-implanted on the other side tomorrow. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).